Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a cervical stent placement procedure using an 8.2f sheath. Reportedly, when the proglide device was attempted to be removed, resistance was noted and there was difficulty removing the device. The device was re-inserted, and pulsatile back-flow was confirmed. The foot was deployed and retracted, and the device was removed while confirming no resistance noted. Hemostasis was attempted; however, the suture was noted to be broken. A second proglide device was used; however, the suture was not captured in the artery. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.